Manufacturer narrative:
It was reported that replacement ceramic and cocr heads have been requested for hip revision surgery. Reason for revision is infection. Primary surgery occurred on (B)(6) 2021. Revision surgery is planned for (B)(6) 2022. The device DHR was reviewed and the device was manufactured to specification. All sterilisation requirements were met.

Event description:
It was reported that replacement ceramic and cocr heads have been requested for hip revision surgery. Reason for revision is infection. Primary surgery occurred on (B)(6) 2021. Revision surgery is planned for (B)(6) 2022.